Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An exterior visual inspection was performed and passed. There was no damage to the wearable. Nordic bluetooth pairing test was performed and passed. As previously reported in the initial MDR, data investigation confirmed signal loss as signal loss equal to or under one hour. The allegation was confirmed via product. The probable cause could not be determined via product investigation.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - 4591 decreased level of consciousness.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 4am, the patient¿s father woke up for work and checked on the patient. It was found the patient's cgm device was in a signal loss state. The patient had been unaware of the cgm device being in a signal loss state, as he had been sleeping. The patient¿s father took a bg meter reading at this time, which was high mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s father treated the patient with insulin and the patient laid back down. Once the patient¿s mother woke up at 5am, she checked on the patient and the cgm was still in a signal loss state. The patient¿s bg meter reading was 449 mg/dl and the patient¿s ketone level was 2.9. The patient had labored breathing, was in and out of consciousness, was sweating, and cold to the touch. The patient¿s mother called their doctor, and they were advised to stop the patient¿s omnipod pump and to take him to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with IV saline and insulin. Once in the ER, the patient¿s cgm device was in and out of signal loss, however, no specific cgm values were reported. The patient was discharged home after approximately 11 hours once his bg level stabilized. The patient was ¿fine¿ at the time of report. Performance data was reviewed. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.